Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: comp-(B)(4).

Manufacturer narrative:
Patient weight and race/ethnicity were reported as not available. The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a silent nite device was returned due to being broken. Additional information received reported that an anchor broke off. It is unknown if the event occurred while the patient was sleeping but there was no injury or adverse event experienced by the patient. No intervention was required. The date of event and the date the patients stopped using the device is unknown.